Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection on (B)(6) 2019, a plate holding drill guide broke apart while testing it. The sales consultant stated that there was not any force applied to it. They do not know if it sustained a blow and just barely clung together until that moment. The sales consultant squeezed it when testing the lock function of this instrument. Also, it was noticed that the threads on the distal end of the inner shaft of the screw removal tool were damaged. The inner shaft would not screw into a screw. There was no patient involvement. Concomitant device: extraction screwdriver (part #: 352.311, lot #: unknown, quantity: 1) this report is for one (1) plate holding drill guide- single barrel/fixed angle this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device: screw (part/lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.600.006, lot: 3436584. Manufacturing location: hägendorf, release to warehouse date: may 03, 2010. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection on received device (part # 03.600.006 , lot # 3436584 , mfg # 03-may-2010) confirmed that the handle on the drill guide has broken in two pieces. This is consistent with the reported complaint condition, thus confirming the complaint. Relevant drawings were reviewed. The returned device was manufactured in may, 2010 at hägendorf site. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process.review of the device history records showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.